Manufacturer narrative:
On may 23, 2023, mentor was notified during explantation, a ruptured right breast implant was discovered. There were no reported procedural delays or patient consequences due to the discovery. Additionally, the healthcare professional stated the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. May 25, 2023, mentor was notified that the patient underwent bilateral removal and replacement with 800cc mentor smooth round moderate plus profile saline breast implants. On jun11, 2023, mentor completed an evaluation of the device using a photo that was provided. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured with gel on texture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 37-year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of an 800cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade IV capsular contracture of the right breast by a medical professional using the patient's symptoms. As a result, the patient underwent bilateral removal on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).